Manufacturer narrative:
The device had no button response due to unlocked keypad flex connector on j2lcd/b. The device had minor scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 241 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.